Manufacturer narrative:
The stockert generator was evaluated by the MFR and no problems were found. The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto sys, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do no use excessive force to advance or withdraw the catheter when resistances is encountered.

Event description:
It was reported that the temperature was rising faster than normal while using the navistar thermocool catheter during an ablation procedure. The procedure ended in a tamponade. It was reported that a new catheter was used to continue the procedure. It was reported that the event was definitely related to procedure and unlikely related to the device. Extended hosp stay was reported to treat the tamponade. It was reported that complete recovery is expected.